Event description:
It was reported that (3) devices were used during a adrenalectomy. It was reported by the affiliate that the tim20 was slow at firing when used. This caused scissoring of vessel instead of applying clip. This led to the opening of two more devices which also had the same problem. Finally, the fourth device worked fine to complete the case. There was no consequence to the patient.